Event description:
It was reported that the battery gauge was fluctuating, and subsequently the pump shutdown. The customer experienced an elevated blood glucose (bg) level with moderate ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual insulin injection to address high bg. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery, and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.